Event description:
The customer states that one patient sample generated an architect ivancomycin assay result of 7.1 ug/ml. This was a lower result than expected and did not fit with the patient's clinical condition. The physician administered another dose of the drug to the patient. The initial sample was then tested by an eia method and generated a result of 16 g/ml. There has been no adverse impact to the patient reported.

Manufacturer narrative:
The evaluation began with accuracy testing across three architect i2000sr analyzers. Six replicates each of the low, medium and high multiconstituent controls were run on each analyzer and all results fell within their respective acceptance ranges. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ivancomycin assay package insert contains information to address the customer's current issue. Based on the results of the current investigation, architect I vancomycin reagent lot 01311b000 is performing as intended. A product deficiency was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).